Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. The patient received inappropriate atp therapy due to atrial flutter being detected in vf zone or due to a mismatch on the far field channel. Programming changes were recommended. The physician elected to make medication changes to address the issue. The patient is fine with new doses and will continue with follow ups with the physician.